Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold file broke during use. The broken piece was not retrieved yet. The patient has an appointment in december to have the broken part removed by the dentist.

Manufacturer narrative:
Returned file is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was retrieved from the patient's tooth.